Manufacturer narrative:
(B)(6). Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was under ventilation. The root cause was determined to be inspiratory valve defective. In consequence inspiratory valve was replaced. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: self test failed. Tf431017 (inspiration valve disconnected).

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: inspiratory valve was defect. After replacement of the valve, tests performed and calibrations all passed and issue has resolved and ventilator is working fine.

Event description:
The following was reported to hamilton medical ag: self test failed. Tf431017 (inspiration valve disconnected).